Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 422 mg/dl and treated with manual injection. The customer does not want to answer the questions and hand up. No further information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).